Event description:
Procedure: low anterior resection. According to the reporter: the staple line did not form properly. The surgery was extended by more than 30 minutes, and a new anastomosis was made.